Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of slight blanching, area remained white with areas of blue, and intravascular injection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: contra-indications ¿ do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Method of use - posology ¿ if immediate blanching occurs at any time during the injection, the injection should be stopped and appropriate action taken such as massaging the area until its return to a normal color.

Event description:
Healthcare professional reported patient was injected with 0.1 ml of juvéderm® volift¿ with lidocaine into the left lower lip and during injection slight blanching, inferior to the injection site, was noticed. Healthcare professional monitored the area for 3 minutes, then decided to use hyaluronidase. Healthcare professional injected 300 units of hyaluronidase into the affected area and continued to monitor. The area remained white with areas of blue so another 500 units of hyaluronidase was injected with no improvement. An additional 150 units of hyaluronidase was injected. Warm compresses, aspirin, and nitro paste ointment was also given as treatment. When patient left the office, 2 hours after injection, the area of blanching had diminished, there were no blue areas, and no pain. ¿orajel with steroid on mucosal surface and chlorhexidine rinse¿ was given the same day, but it is unknown if this was given before or after the injection. Healthcare professional noted the etiology of the event as ¿intravascular injection - anomalous anatomy of labial artery.¿